Event description:
It was reported that the customer experienced recurrent low blood glucose while using the ilet, including a reading displayed as ¿low,¿ and paused meal announcements due to further decreases; oral glucose was used to correct, and additional training and report review were arranged. Symptoms included hypoglycemia without reported neurologic or other acute symptoms. Outcomes included transient impact managed at home without professional intervention or hospitalization. Investigation included review of available use history and counseling to schedule training for data assessment. Investigation of this case revealed no device malfunction identified at this time and an unclear precipitating factor for the lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.